Manufacturer narrative:
A company representative examined the system and was unable to find anything that could have contributed to the reported issue. The system was determined to have met specification. There is no indication that the event was related to the system. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the phacoemulsification system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a posterior capsule rupture during laser assisted cataract surgery. The surgeon thinks that this could have been due to the phacoemulsification hand piece. Additional information has been requested.